Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user observed that the super track pyxis displayed an alert stated no alternating current (ac) power, initiated a five second countdown, and then powered off. Despite multiple attempts to reboot the device and plugging it into different outlets, the unit could not be turned back on. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not powering on. A field service engineer (fse) disconnected the pyxibus cable from all main drawers, and the station powered on successfully. The fse then reconnected the pyxibus cable one drawer at a time and identified the controller board in drawer 3.2 as the source of the issue. The fse replaced drawer controller board, re-routed the pyxibus cable and confirmed that the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
Additional information: section h manufacturer narrative. Part analysis: the reported condition of es - pyxis machine not powering on was confirmed by fse and subsequently validated in the dchu testing process. According to work order #(B)(4), the field service engineer (fse) reported that the station was not powering on. The fse disconnected the pyxibus cable from all main drawers, after which the station powered on successfully. The cables were then reconnected to one drawer at a time, and it was determined that the controller board in drawer 3.2 was causing the issue. The fse replaced the controller board with a new one and re-routed the pyxibus cable. The issue was resolved. Customer tested with no further issues observed. Dchu visual inspection: the pcba dwr cntlr v1.10/v1 (p/n 151622-01): was received in good condition. No signs of electrical damage, physical damage, missing components, or fluid ingress were observed. Dchu testing was performed on an esd protected surface using a calibrated digital multimeter: the pcba dwr cntlr v1.10/v1 (p/n 151622-01): faulty electronic components were identified during the evaluation. Hta testing was deemed unnecessary because the defective components, d501 and q501, were already detected through dmm testing. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: it was determined that the root cause of the complaint was a short circuit involving diode d501 and mosfet q501, which led to circuit instability and prevented the unit from powering on.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user observed that the super track pyxis displayed an alert stated no alternating current (ac) power, initiated a five second countdown, and then powered off. Despite multiple attempts to reboot the device and plugging it into different outlets, the unit could not be turned back on. As per part investigation, it was determined that there was short circuit found on diode d501 and mosfet q501. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.